Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The eval and repair of the device have not been completed.

Manufacturer narrative:
Covidien reference # (B)(4).